Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that during testing, their device would not detect a test plug. The device gave a "connect test plug" message even though the test plug was connected to the device. As a result, defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported issue.